Event description:
On (B)(6) 2015, additional information was received from study site. It was reported that the patient's notes were read and the date ((B)(6) 2013) referred to the date of the initial implant. The event was discussed with the theatre nurses and manufacturer representative (rep) and they would have expected the pump readout to show 'shelf state'. There was no explanation for why the pump readout showed the pump was stopped for 17 minutes.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, lot# unknown, product type: catheter. (B)(4).

Event description:
Information was received by a health care provider via a product surveillance registry regarding a patient who was receiving morphine of 5.0 mg/ml at a dose of 0.3002 mg/day. A programming session report was provided from (B)(6) 2013 in which the infusion mode stopped pump and was noted to have been shut off for 17 minutes on the day of implant. Eri at that time was noted to be 81 months. No patient symptoms were reported. Additional information was requested to clarify the reason and cause of the pump stopped and if this was intentional or unintentional. Should additional information be received a supplemental report will be filed.